Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent switch was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was unable to start mechanical ventilation during a case. The unit was replaced and the case was able to continue. There was no report of patient injury.